Manufacturer narrative:
The cartridge has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Device evaluation follow-up #1 submitted on (B)(4) 2013: the cartridge was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following findings : no defect was found. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
On (B)(6) 2012 the reporter contacted animas to report a cartridge had a loose o-ring and another cartridge had an extra piece of plastic attached; the patient was unable to use the cartridges in his pump. There was no report of patient injury associated with this issue.